Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ultralink meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2013 at 7:45 p. M. When the patient obtained a blood glucose result of ¿65 mg/dl¿ with the subject meter and ¿122 mg/dl¿ from another device (hospital meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and the reporter stated the patient had more food/drink in response to the alleged inaccurate result(s). The reporter claimed that the patient did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/22/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.